Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info has been requested. (B)(4). (B)(4). (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries in 2006, she is still having a "problem" with her macula in the right eye and that the cornea of the left eye is "damaged." She also reported strabismus since the implants. The consumer reported that lasik was done for both eyes in 2000. She stated that, according to one of the ophthalmologists she has seen since 2006, a corneal graft might be necessary. In 2008, yag laser procedures were done for both eyes, but there was no improvement noted. In 2009, the implanting surgeon told her that the result was due to a cloudy vitreous body in her left eye. Currently, she is being seen by a second ophthalmologist who, along with three other ophthalmologists, think that the iol "must be explanted and replaced with monofocal lenses"; however, they all agreed that it would be too risky because of her history of retinal detachment. She reported that, at a recent visit with her current surgeon in (B)(6) 2010, she was told that her retina and her vitreous body were "good" in the left eye and "no cloudy vitreous." Add'l info has been requested. There are two medical devices reports associated with these events. This report is for the first eye.